Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home or hospice on (B)(6) 2019. The cause of death was renal failure, heart failure and type ii diabetes. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 1 day prior to passing. Caller stated that endocrinologist advised to dispose of all medical device, therefore caller did not have any supply information not anything to return.